Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in, and it was reported that the device had leakage. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).